Event description:
This pt was admitted for elective coronary angiography which revealed disease in the left anterior descending artery (lad). Medications administered prior to procedure included aspirin (100mg/day), and ticlopidine (200mg/day). Lesion 1 is a concentric type c, de novo lesion of the mid lad. This is a diffuse lesion with 50.5% stenosis. There is slight to moderate calcification present but no bifurcations or thrombus noted. Tortuousity is unknown. The lesion is 24.45mm in length and vessel sizing was not 1:1. The lesion was not pre-dilated. A cypher 3.0 x 33mm was deployed at 15 atms for 16-30 seconds. Post-dilation was not conducted. After stent implant, timi became worse (from 3 to 2) due to plaque shift during the implant which resulted in distal omboli. The treat the event, nicorandil (48mg) was administered.